Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. Initial MDR mailed on (B)(4) 2014.

Event description:
The customer reported they recognized a dot artifact in the image from a head CT procedure. The philips field service engineer (fse) confirmed a rescan of the pt was not required and the images could be used for interpretation. A philips applications specialist investigated and determined the artifact was due to the parameters selected by the customer for the head study. The application specialist provided recommended parameters and assisted the customer in making protocol changes.